Event description:
It was reported that during a rotator cuff repair surgery the surgeon used the fibertak anchor (ar-3631-1) with fiberwire suture #2. The suture strands associated with this anchor began to fray. This fraying may potentially compromise the integrity of the construct created for the rotator cuff repair and could increase the risk of partial or complete failure of the fixation, potentially resulting in loosening or detachment of the repair. There was no direct injury. But there is just a risk of partial failure of the fixation.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.